Event description:
It was initially reported that the zimmer air dermatome handpiece took a partial thickness graft on the initial specimen. A second graft harvest was required to provide a correct thickness specimen. The initial skin graft was then sewn back to the original harvest site. The surgery was prolonged and compromised which affected the patient skin integrity.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.